Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that insulin pump buttons was not responding and it takes 10 minutes before it responds. Customer's blood glucose level was unknown. Customer states that numbers are not ramping on their own, the scroll bar was not moving with no input this occurs occasionally as per customer information. Customer reported that the insulin pump was not exposed to a change in altitude. Customer was monitor the time display and the minutes was change. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.